Event description:
It was reported, the video system center had no image. It is unspecified when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. The device was returned to olympus for inspection. Based on the results of the investigation, during inspection and testing, the reported image issue could not be confirmed; however, there were multiple scope communication errors detected in the error log history. The device was tested after replacement of the main scope connector, and it was suspected that the issue was related to the main socket. There were no signs of visible damage or mishandling detected. A definitive root cause could not be determined." Olympus will continue to monitor field performance for this device.